Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing was observed on a stored emg. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were made and further testing was recommended.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed during an in-clinic visit. It was also noted that the patient recently underwent medication changes. Programming changes and further testing were discussed with the clinician.

Manufacturer narrative:
Follow-up #2 in manufacturer report number 2938836-2015-30337 should have been (B)(6) 2017.